Event description:
It was reported that the system's left monitor suddenly went blank in the middle of a procedure. The monitor came back on and the procedure was able to be completed. There was no adverse pt involvement reported. There was no pt info reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. The monitor was found to be defective and was replaced. The system was tested and found to be working as intended and placed back into service.